Event description:
Pt reported the check button on the infusion device is not working properly. Pt stated it has to be pressed several times for it to work. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all available at this time. If further info is obtained it will be provided in the supplemental report.